Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Could not get 9mm insert to lock into tibial tray. This resulted in a surgical delay of one (1) hour.